Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the air water channel and lens glue chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the failure "air water channel had foreign material" is not established. The cause of the failure "lens glue chipped" is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.